Event description:
Reference number (B)(4) event occurred in libya. It was reported that patient faced tape not sticking event on (B)(6) 2026 when the patient was taking shower and the water caused the tape to fell. No further information available.